Manufacturer narrative:
H11: h10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power hickman products that are cleared in the us. The pro code and 510 k number for the power hickman products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6)2025, a patient underwent a chronic catheter placement procedure using the powerhickman central venous catheter. During the flushing process the catheter marker became erased. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power hickman products that are cleared in the us. The pro code and 510 k number for the power hickman products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 9.5fr powerhickman d/l catheter was returned for evaluation, and one photo was provided for the review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The photo shows a partial view of the catheter tube in which the depth markers from 15 to 20 are faded. The manufacturing evaluation site states, a closer view showed that the depth marks printed on the catheter were not legible, no other abnormalities were observed. Therefore, the investigation is confirmed for the reported illegible information. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the power hickman central venous catheter. During the flushing process the catheter marker became erased. The procedure was completed using another device. There was no reported patient injury.